Event description:
Physician placed introducer needle in lung, but needle would not advance through introducer. He removed the introducer and patient's lung collapsed; pneumothorax. The physician placed new introducer and same problem occurred, both needles were from same lot. They opened another box and this time the needle worked fine and the procedure was completed. The patient was hospitalized overnight as precaution which would not have been required if there were no complications.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of the investigation are pending. A follow up report will be filed.